Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) that was not treated by the device. External defibrillation was performed and the patient was stabilized. The ICD was interrogated and two faults were displayed indicating that the capacitor charge time had exceeded its limit and that a shorted lead condition was detected during shock delivery. The patient was transferred to another hospital until a system revision could be performed. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the ICD remains implanted. Attempts to obtain additional information is currently being made. Once any additional information does become available, this report will be updated.

Manufacturer narrative:
Subsequent information confirmed the device has been removed from service with no return of product expected. No further information has been provided at this time.